Event description:
Found during testing. The reporter stated that the device's service light is illuminated. Also reported, that during user testing, device intermittently will only charge to 10 joules when 200 joules was selected.

Manufacturer narrative:
Physio-control evaluated the device and observed that the service light was illuminated and a fault code was logged into the device's error log that was related to the reported malfunction. Physio replaced the power pcb and the large keypad assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.